Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient had two competitive devices implanted at c5-6 and c6-7 in france in 2021. The patient also had two vivo implants placed at c3-4 and c4-5 in the USA in early 2024, surgeon unknown. Patient had ongoing neck and arm pain and it was found that the competitive devices were completely locked up, the vivo implants were still mobile. Surgeon removed all four levels and completed a 360 cervical fusion on (B)(6) 2024. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the complaint investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc vivo devices were not returned following the removal surgery, therefore no device evaluation could be completed. Imaging showed no malfunction of the vivo implants. The pdc vivo implants were removed due to ongoing neck and arm pain. The submission is 1 of 2 devices involved in this event.

Event description:
Patient had two competitive tdr devices implanted at c5-6 and c6-7 in france in 2021. The patient also had two vivo implants placed at c3-4 and c4-5 in the USA in early 2024. Patient had ongoing neck and arm pain and it was found that the competitive devices were completely locked up, the vivo implants were still mobile. Surgeon removed all four levels and completed a 360 cervical fusion on (B)(6) 2024.